Event description:
During service by baxter, the infusion pump was found to contain an out-of-calibration air-in-line printed curcuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 17, 2007. Additional information:failure code 810:04, an air sensor failure, was initially reported byt he facility. It was uknown when the failure ocurred. Evaluation summary: the condition of out-of-calibration air-in-line printed circuit board was confirmed during testing. The air-in-line printed circuit board was recalibrated. The customer reported failure code 810:04 was confirmed during evaluation and is generated when the air-in-line printed circuit board is out-of-calibration. The pump was returned to the customer fully operational